Event description:
Insulation of stryker sustainability endocut scissor tip noted to be loose with lower edge sliding down over scissor shafts. This was discovered on the surgical field, but prior to patient use.